Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous MDR submitted on july 25, 2023, was filed inadvertently. The correct date of this report (b4) and date received by manufacturer (g3) is june 28, 2023; not july 04, 2023, as previously reported. This report is submitted on september 07, 2023.

Manufacturer narrative:
This report is submitted on september 22, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 25, 2023.